Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via left femoral artery in a unknown patient with unknown indication, history or clinical state. It was noticed the pump was not working after insertion. The pump was removed and replaced with a new cp via left femoral artery. After removal of the initial cp, a thrombus was observed stacked in the pump. The replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, and as thrombosis prompted premature explant, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Section d: primary UDI number was updated.

Manufacturer narrative:
Added: d9. Corrected: d4 (serial). Pump did not start: the cause of the pump not starting was patient related, biomaterial due to the biomaterial found wrapped around the impellor blades on the returned pump that caused the pump to not run as expected. Ingestion or build up could not be determined due to no data logs. Thrombosis/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section e added information as it was omitted from the previous report that was submitted.